Event description:
Perfusionist reported that the bobbin of a roller pump had loosened while locked. This caused the pump to stall. A back up was used to complete the case successfully. We consider pump stoppages to be reportable, despite no harm to the patient involved.

Manufacturer narrative:
Testing of the actual device found that the bobbin felt loose. The bobbin was determined to have been undersized. No further information was available.